Manufacturer narrative:
Per internal review on 7-dec-2021, the product investigation was updated as the complaint device was not returned. A manufacturing record evaluation was performed for the finished device 00001446 number, and no internal action related to the complaint was found during the review. The manufacture date was updated to 10-sep-2021 and section h4 was updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)-2021, bwi received additional information regarding the event. The valve was not sealing properly. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost: not measured/not significant. Additionally, the section b3 event date was updated to (B)(6)-2021 and the d4 lot number was updated to 00001446. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath valve was defective and fluids were running through the valve. During a flutter case, the physician used a vizigo sheath. The physician complaint that the valve was defective and fluids were running through the valve. Another sheath was used and the case finished successfully. There were no consequences to the patient. No procedure delay. Hemostatic valve leak is MDR-reportable.